Event description:
During a pph procedure, the doctor stated that upon release of the stapler, and inspection of the staple line, she noticed two staples that had not formed proper "b's". One of the staples was still in the stapler and the other in the anal canal. The doctor closed the defect on the staple line with suture and the case was ended. There was no patient consequence.